Manufacturer narrative:
Stryker downloaded the device's electronic records from the event for review and was able to verify there is no evidence of a device malfunction and the device operated as intended. Stryker determined that the likely cause of the reported issue was use error. The device was not returned to stryker for evaluation.

Event description:
The customer contacted stryker to report that their device did not automatically escalate the energy level with each subsequent shock they delivered to a patient. As a result, the wrong defibrillation therapy may have been delivered to the patient. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not automatically escalate the energy level with each subsequent shock they delivered to a patient. As a result, the wrong defibrillation therapy may have been delivered to the patient. There were no reports of any adverse effects to the patient as a result of the reported issue.